Manufacturer narrative:
It was reported that the cns failed to alarm for (vtach) when alarm limit is breached. Log files were received and investigated. During the investigation, it was determined that the cns alarmed for a couplet and not a v-tach because of the amplitude and shape of the signal as analyzed in single-analysis mode. The customer complaint for the "cns failed to alarm for vtach when the alarm limit is breached" could not be duplicated.

Manufacturer narrative:
Log files regarding the event were received and nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the central nurse's station failed to alarm when the alarm limits is breached for arrhythmia. No known impact or consequence to the patient.

Event description:
The customer reported that the central nurse's station failed to alarm when the alarm limits is breached for arrhythmia. No known impact or consequence to the patient.

Manufacturer narrative:
H10: additional narrative: on (B)(6) 2018 customer biomed manager stated that the monitoring techs at this site reported cns should have alarmed v-tach for a patient, but it did not. Nk cas kim bates reviewed the data regarding v-tach not alarming. Customer's settings are set to 110 and 4 beats with single lead analysis. Customer was to send device logs and ECG strips to nk for further analysis. The model of the org receiver was org-9110a running software version 03-05. Customer confirmed patient was not using a pacemaker. Service requested: troubleshooting. Service performed: troubleshooting. Investigation result: the investigation was performed by the manufacturer, nkc. The result of the investigation is as follows: the sensitivity was set to x2. The device alarmed for a couplet and not v-tach because of the low amplitude, around 5mm or 0.25mv by conversion, in conjunction with the shape of the waveform, recognized to be thinner than 40msec. It was noted that the heart rate just because the vt occurrence was high, and the shortening rr width at vt was not clear. This contributed to device recognizing the event as "?" And not "v". Device then recognized the remaining couplet in the event list by judging the remaining 2 beats in the 7-beat event. The root cause of the issue was not due to device malfunction, but rather the settings for this particular case. It is recommended that: 1) staff should assess waveform amplitude and choose the best lead for monitoring. Changing the sensitivity only increases the size for the end-user and not for the purposes of arrhythmia analysis. 2) v1 may be a more suitable the primary monitoring lead for arrhythmia detection.